Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient had been receiving chemotherapy irinotecan and reported wet arm. Patient attended for chemotherapy. Flushed as per protocol. No leak noted. Treatment erected as per protocal. Patient called rn over and said his clothing was wet. Large are noted on top and pillow. Treated as large spill. Dressing removed and noted hole just above the wings of the canula. Piccc removed. Statlock securement device used. Patient treatment to be delayed, PICC in use as no availability before next treatment additional information received: "as the fracture was outside the body we didn't treat it as an extravasation but it was on his clothes and we had to provide scrubs to go home and a wash bag for his clothes. We treated it as a major spill and cleaned it up with full ppe inc gown and goggles. His skin was fine on discharge but did not get treatment yesterday and has to get line in bch as I have no slots."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed. One 4 fr powerpicc solo catheter was returned for evaluation. Residual use material was present on the catheter surface and within the tubing. An injection cap was attached to the solo hub. A kink in the catheter was visible approximately 2 mm from the proximal end. The catheter was flushed and pressurized with water using a 12 ml syringe. A leak was observed at the proximal end of the catheter near the kink location. Microscopic observation of the leak location revealed a circumferential split aligned with the kink crease in the catheter. Material whitening and wrinkling is visible at the split edges and corners. The catheter was cut near the split location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. A review of the manufacturing and device history records (DHR) did not reveal evidence to indicate a manufacturing related root cause contributed to the reported event. The characteristics of the split suggest repeated kinking of the catheter likely contributed to the formation of the split; therefore, the complaint is confirmed. The product instructions for use (IFU) precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redw3828 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redw3828) have been reported from the same facility in the UK.

Event description:
It was reported patient had been receiving chemotherpy irinotecan and reported wet arm. Patient attended for chemoptherapy. Flushed as per protocol. No leak noted. Treatment errected as per protocal. Patient called rn over and said his clothing was wet. Large are noted on top and pillow. Treated as large spill. Dressing removed and noted hole just above the wings of the canula. Piccc removed. Statlock securment device used. Patient treatment to be delayed, PICC in use as no availability before next treatment addiitonal information received: "as the fracture was outside the body we didn't treat it as an extravasation but it was on his clothes and we had to provide scrubs to go home and a wash bag for his clothes. We treated it as a major spill and cleaned it up with full ppe inc gown and goggles. His skin was fine on discharge but did not get treatment yesterday and has to get line in bch as I have no slots."